Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling multiple cartridges with insulin. The customer changed multiple syringe needles and multiple cartridges to resolve the issue. Customer¿s blood glucose level was in the 90-110mg/dl range.